Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510k number submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Patient was revised for unknown reasons.

Manufacturer narrative:
Corrected/updated data: (date of event); (date of report); (event description); (explant date); (date received by manufacturer); (evaluation codes). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision was alval/soft tissue reaction.